Event description:
It was reported that during a da vinci-assisted surgical procedure, error c-30 error on the integrated electrosurgical unit (iesu) or erbe had occurred previously. The customer experienced a repeated c-30 error on the erbe during preparation for a procedure. The team power cycled the erbe multiple times, but the error persisted. Technical support engineer (tse) recommended using a backup generator, but the customer indicated that there was not one available. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) or erbe. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and the problem was confirmed using system logs, which recorded errors c-34, m-18, c-33, m-11, c-30, and c-53. Upon visual inspection, an issue was identified that may be related to the reported event. During testing, the erbe unit displayed error code c-33 upon startup, and a review of the erbe log showed errors c-00, m-11, and c-84. The complaint was confirmed based on failure analysis. Based on failure analysis, the probable root cause is attributed to a higher voltage than expected during energy activation, which may be indicative of a faulty electrical component within the generator. This issue can be resolved by using a backup generator.